Event description:
The rptr indicated that the device was in backup mode with magnet response, and intermittent output with proper capture was observed. The rptr also stated that two unsuccessful attempts were made to reset the device.

Manufacturer narrative:
Summary of analysis: the observed no output was the result of low module voltage due to battery discharge. The battery is expired - normal.